Event description:
I broke my wrist the friday before and had surgery on sunday. I should have been able to go home that same day. The next thing I remember was that I was on 15 liters of oxygen, I was hemorrhaging into my lungs and esophagus, I was in intensive care unit (ICU). Then, the week (B)(6) 2024, I ended up in critical condition having bilateral pneumonia and a large mass on my right lung. I am just curious to know if using my philips bipap, that was recalled and I sent it in, could have caused this? I never had lung issues before this. Thank you, (B)(6). I had many tests. I have had to be on oxygen since this hospital stay.